Manufacturer narrative:
The pump had a blank flashing white lcd due to a cracked lcd controller. The pump also had minor scratches on the display window, a scratched case, a pillowing keypad overlay and a cracked keypad overlay at the select button.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with blank display. It was reported that the screen went black and did not response to any button presses or battery changes. It was reported that the pump would be replaced and returned for analysis. No further information provided.